Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The home patient (hp) had started initial drain without being connected then had connected. The hp was connected at the time of the alarm. The patient line had been properly primed before the patient connected. There were no patient extension lines being used. The patient line had not been separated from the transfer set. The patient had pressed go to start therapy before connecting, and had then connected. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. Nothing unusual was noted about the supplies. The supplies were not damaged by an outlet port clamp or assist device used to make the connections. Proper procedures were reviewed with the hp. The technical service representative (tsr) had the hp cycle the power on the hc to end therapy and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.